Manufacturer narrative:
Catheter model #: 8709, lot# j0039935r, implanted: 2000 (B)(6), explanted: 2011 (B)(6).

Event description:
It was initially reported that the patient experienced an unspecified catheter problem; the catheter was revised. It was later reported that the patient experienced elevated pain symptoms. The location of the catheter issue was unknown. Per the reporter, the thought was that it was fractured somewhere but catheter dye study was inconclusive. The hcp replaced the total catheter during the revision. The pump contained dilaudid 25mg/ml and clonidine 1,000mcg/ml; dilaudid dose 2.1mg/day. The patient was doing well.